Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and possible temporary vent blockage. Customer's blood glucose at time of incident was unknown. The customer stated that he was priming the pump the insulin kept coming out of the tube and then with new reservoir and tried to prime again the pump keep saying button error. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.